Manufacturer narrative:
Sections with additional information as of 14-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 04-may-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated she is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for error message (e-5). Daughter is calling on behalf of the customer. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter; the customer was concerned with the result obtained. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/30/2024 and test strips were opened the week prior to call. The meter memory was not reviewed for previous test result history. Customer stated that she would perform another blood test later when she was no longer non-fasting.